Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low hemoglobin results were generated by coulter hmx hematology analyzer for two patients. The customer stated that the instrument was giving h&h check fail errors. The erroneous results were reported out of the laboratory. Repeat testing was performed on a different instrument and the corrected reports were issued. There was no death, injury, or change to patient treatment. Data review shows that wbc, hgb with mch and mchc parameters recovered low while rbc, hct, and plt parameters recovered high when compared to the corrected reports. Instrument flagging or run mode could not be ascertained with the information provided. The customer cleaned the blood sampling valve (bsv) and the issue was resolved. Service was not dispatched for this event. The likely cause of the event is a dirty bsv.